Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that three years ago the device just died. The patient now wanted the device explanted. Physician listings were sent to the patient. No further complications were reported.